Manufacturer narrative:
His supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. . A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "the peeled off insertion tube coating" malfunction would likely be related to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to a dent on channel tube, forceps could be inserted smoothly, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to a dent on channel tube, forceps could not be inserted smoothly due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube and universal cord had a dent, there was buckling and deformation of the channel, light guide bundle had significant breakages, an abnormal sound was made due to damage on angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, bronchofibervideoscope¿s connecting tube exhibited coating peeling. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.